Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as itchy and open. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.